Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to prime insulin pump. Customer attempted to prime on several occasions and then insulin began to squirt out during manual prime. During troubleshooting, customer did not see insulin after letting go of the act button. Issue was resolved with an infusion set change. Customer's blood glucose was unknown. Customer was advised to call back should issue persist.